Event description:
Customer reported that their pump screen was not turning on, and despite various troubleshooting steps, the issue persisted. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.